Event description:
Customer reported " we opened a PICC line today which was labelled as a dual lumen 5fr PICC on the paperwork inside the plastic bag, but upon opening the bag, the sterile plastic tray contained a single lumen 4fr PICC packed inside. Lot no. 13f22m0077." No patient involvement was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The customer photo shows a product lidstock with the part number indicated as pr-35552-hphnl on the lidstock pouch and as pr-35041-hphnm on the lidstock label. Based on this discrepancy the customer issue is confirmed. A device history record review was performed, and no relevant findings were identified. The customer report of an incorrect lidstock label was confirmed by visual inspection of the customer supplied photo. Packaging likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section h.6.-medical device problem code corrected to 4073.

Event description:
Customer reported " we opened a PICC line today which was labelled as a dual lumen 5fr PICC on the paperwork inside the plastic bag, but upon opening the bag, the sterile plastic tray contained a single lumen 4fr PICC packed inside. Lot no. 13f22m0077." No patient involvement was reported.